Manufacturer narrative:
Follow-up #1: date of submission 07/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/14/2016 with the following findings: the display screen was observed to have a pinkish contrast. Unrelated to the complaint, the pump case was found to be damaged between the ok keypad button and the cover. Also unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.